Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A deployed stent was returned for analysis. A visual examination of the stent found that the first row at the flared end had broken away from the stent. The stent measured 65mm in length and no other issues were noted with its profile. The retention suture had detached and measured 80mm. There was no knot on the returned section of the retention suture indicating that the knot had unravelled or this section was not returned. It was not possible to verify the radiopacicity of the stent during analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the distal esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a malignant lesion. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician was able to fully deploy the stent. However, it was noted that there was a fold at the proximal part of the stent. The physician attempted to reposition the stent when the stent retention suture broke. Reportedly, the stent was not visible under x-ray. The physician removed the stent and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the distal esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a malignant lesion. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician was able to fully deploy the stent. However, it was noted that there was a fold at the proximal part of the stent. The physician attempted to reposition the stent when the stent retention suture broke. Reportedly, the stent was not visible under x-ray. The physician removed the stent and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good